Manufacturer narrative:
Submit date: 6-19-2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states for 2-3 weeks they have terrible gauze in the packs. The gauze are also fraying.

Manufacturer narrative:
An investigation was performed for the reported customer complaint: ¿the customer states for 2-3 weeks they have terrible gauze in the packs. The gauze are also fraying.¿ a review of the device history record (DHR) for lot no. 17k247262 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. The complaint was initially submitted for the condition of fraying sponges. Samples were received for evaluation. Twenty-six (26) sponges in two (2) bundles were returned. The product was opened and the bundle binding strips were observed still intact. Visual examination and cross¿examination of the sponges did not confirm frayed sponges. However, it was noted that four (4) of the sponges had debris from a burned element. The reported condition is confirmed for burned material. The root cause of the burned material on the vistec sponges was determined to be from improperly cleaned machines. A CAPA is currently open to investigate the reported issue. If information is provided in the future, a supplemental report will be issued.